Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The issue occurred in the past; therefore, troubleshooting could not be performed. No reported adverse impact to the customer's blood glucose.